Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The mother declined further troubleshooting because she didn't want to disconnect the infusion set from the customer. Nothing further was reported.